Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
It was reported that the patient experienced high blood glucose levels upto 400 mg/dl on (B)(6) 2026 which was treated by manual bolus.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this emdr is being submitted to correct the submitted health impact code under h6. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.